Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The reportable malfunction was confirmed. Updated fields: b5, d4, d8, h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the cable unit. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: facility address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head presented no image. This event occurred during set up. There were no reports of patient involvement.